Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v137025, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was premature ins battery depletion with a return of symptoms noted. The device was running with high outputs of 6.5 and above. The patient had the device changed on (B)(6) 2016 and already needed the battery replaced on (B)(6) 2017. The lead and device were explanted and a new ins system implanted. A new lead was implanted (lead revision) to achieve responses at lower outputs. It was reported that this was achieved with all 4 active electrodes under 1.5 ma. The issue was reported as resolved at the time of report, there was no death or injury, and the patient status was reported as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4) found no significant anomaly. The battery was found to be functionally okay with insignificant anomalies. Analysis of the lead (lot# v137025) found that the conductor body was broken 6.0 cm from the distal end, at or near the tines. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.